Event description:
A voluntary medwatch form was written by a risk manager at the hospital, sent to the FDA and then forwarded to cochlear. The description on the form suggested that the cochlear implant was bent and defective. The description also stated that this delayed surgery and increased the amount of time the pt was anesthesized. A back-up implant for each surgery is supplied at no charge to the medical facility. Therefore, there should have been no delay of surgery, no increase in anesthesia time, and no potential for pt harm if the device was unusable. Additional info was requested from the surgeon and/or his staff. The surgeon's nurse was not aware of the situation described in the voluntary medwatch form. Further clarification was requested from the surgeon's office. As there was no adverse outcome and this was not an adverse event.

Manufacturer narrative:
This type of event is addressed in the device labeling.